Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr). Three clips were implanted, reducing mr from 4 to 1. On (B)(6) 2021, the patient returned with dyspnea. Echocardiogram was performed confirming the clip (01102u182) detached from the posterior leaflet and remained attached to the anterior leaflet, (single leaflet device attachment/slda) and mr increased to 4. The patient is being referred for palliative care. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) (postprocedure) could not be determined. The reported mitral valve insufficiency/regurgitation (recurrent mitral regurgitation) and dyspnea (no treatment) appear to be cascading effects of the slda. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.